Event description:
The patient was born on (b)(6) 2025. A PICC line was placed by a transport nurse, and its initial positioning was deemed adequate based on a control radiograph performed the same day. However, a second radiograph performed on (b)(6) 2025, in the context of respiratory distress, revealed displacement of the PICC line, with its distal tip coiled in the right atrium, requiring repositioning. On (b)(6) 2025, the patient developed cardiac tamponade and died the same day following a resuscitation attempt.

Manufacturer narrative:
Several attempts were made to obtain more detailed information and the sample; however, the customer was unable to provide the requested information or the sample.As the reportedly faulty sample was never received, it was not possible to conduct any investigation.According to the information provided from Health Canada, the catheter was repositioned one day after insertion when it was discovered that the catheter tip had become coiled in the right atrium. This finding indicates that the catheter was either incorrectly positioned at the time of placement or had subsequently migrated within the patient's heart. Three days later, the patient developed cardiac tamponade, which ultimately resulted in the patient's death. Cardiac tamponade is a rare complication of PICCs placed in neonates. One reason for failure is the catheter tip inserted too far into the neonate's heart or bad fixation.The product's Instructions for Use (IFU) include the following warning:IMPORTANT: ARRANGE FOR A CHECK X-RAY TO CONFIRM CORRECT PLACEMENT PRIOR TO STARTING ANY COURSE OF TREATMENT VIA THE CATHETER. Check and record catheter position before starting an infusion, with the help of an x-ray photograph or during placement with the help of an intravascular electrocardiographic lead. The catheter tip must not be advanced into the heart (right atrium). The location of the catheter within the heart may cause cardiac tamponade, or cardiac arrhythmias.To ensure utilisability of the catheter throughout the entire time period, it is necessary to make checks of the catheter position at regular intervals.Based on the description provided by the customer/user, an incorrect positioning of the catheter tip is the most likely cause of this incident. The fact that the customer repositioned the catheter after one day supports this statement. A sufficient fixation of the catheter and check of the position of the catheter tip is important to avoid cardiac tamponade.A review of the batch history records was performed, and no deviations were found. The batch complied with its specification and was released accordingly. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted with no exemptions found.A review of Vygon USA's complaint data identified this as the first complaint associated with lot 24A038D regarding cardiac tamponade/pericardial effusion.Corrective Action: Due to the absence of the defective sample, no further corrective action could be initiated by Quality Management, as a root cause analysis could not be performed. However, based on the information available, a manufacturing defect can be ruled out as the cause of the reported issue. Vygon will continue to monitor the situation and escalate as appropriate.

Event description:
THE PATIENT WAS BORN ON (B)(6) 2025. A PICC LINE WAS PLACED BY A TRANSPORT NURSE, AND ITS INITIAL POSITIONING WAS DEEMED ADEQUATE BASED ON A CONTROL RADIOGRAPH PERFORMED THE SAME DAY. HOWEVER, A SECOND RADIOGRAPH PERFORMED ON (B)(6) 2025, IN THE CONTEXT OF RESPIRATORY DISTRESS, REVEALED DISPLACEMENT OF THE PICC LINE, WITH ITS DISTAL TIP COILED IN THE RIGHT ATRIUM, REQUIRING REPOSITIONING. ON (B)(6) 2025, THE PATIENT DEVELOPED CARDIAC TAMPONADE AND DIED THE SAME DAY FOLLOWING A RESUSCITATION ATTEMPT.

Manufacturer narrative:
ALTHOUGH THE MALFUNCTIONING DEVICE WILL NOT BE RETURNED TO VYGON, THE DETAILS OF THE MALFUNCTION WILL BE EVALUATED AS PART OF THE COMPLAINT INVESTIGATION. THE RESULTS OF THIS INVESTIGATION ARE STILL PENDING AND WILL BE COMMUNICATED TO FDA WITHIN 30 DAYS OF ITS CONCLUSION.